Manufacturer narrative:
Method, results, component and conclusion code grids updated.

Event description:
It has been reported to philips that the device is not charging due to charging port issues. There is no patient involvement.